Event description:
The customer reported that the insulin pump was beeping without pressing the buttons. The customer stated having a low reservoir alarm. Advised the caller to remove the battery to eliminate the alarms. During the call the customer mentioned that the paramedics came to assist her when she had a low blood glucose event. The customer stated that the glucose level was not registered on her blood glucose meter or the paramedics monitor. The customer stated that she passed out prior their arrival. The customer mentioned that she had just fallen asleep and did not wake up. The customer's glucose reading at time of call was 167mg/dl. Troubleshooting was declined, and no further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.